Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a tissue push occurred after firing a sureform 60 stapler instrument with a blue reload accessory. The surgeon stated that they divided the mesentery tissue using a third-party staple line reinforcement reload accessory, rather than creating the window in the gastrohepatic ligament. A blue sureform 60 reload accessory was then used horizontally to come across the stomach to create the pouch. There were no observed errors or pauses for compression, and the stapler appeared to function normally. It was after firing when it was observed that staples were emerging and the blade was exposed, causing tissue damage to the stomach and negligible bleeding. To approximate the tissue, a partial gastrectomy was performed to remove the damaged tissue using a backup sureform 60 stapler instrument with a blue reload accessory. The removal of the additional tissue still resulted in an acceptable surgical outcome and the procedure was completed robotically; there were no post-operative complications. The patient required an extended hospitalization for recovery due to patient-related factors.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform stapler instrument or the white reload accessory that was used during this reported event; therefore, failure analysis (fa) investigations could not be performed. An advance stapler log review showed there were 2 sureform 60 stapler instruments used, and it is unclear which stapler was involved with the reported event. The logs show sureform 60 stapler, (lot number: l80231207-0001), was used first, and it was installed on the system 3 times and fired 3 reloads (1 white, 2 blue, in that order). On each install, the first clamp was successful. The firings were completed with 1 pause, no pauses, and 2-3 pauses for compression, respectively. The instrument was then removed and not used again in the procedure. Next, the logs show sureform 60 stapler, (lot number: l80231207-0089), was installed on the system 9 times and fired 9 reloads (7 blue, followed by 2 white). On each install, the first clamp was successful. On installs 1-4, the firings were completed with no pauses for compression. On install 5, the firing was completed with 1 pause for compression. On install 6, the firing was completed with 2-3 pauses for compression. On installs 7-9, the firings were completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer; the images show multiple staple lines on stomach tissue (some buttressed), with at least a portion of one of the staple lines incompletely formed and with several malformed staples. There is an amount of blood pooled within the surgical scene. A tissue pushout event cannot be confirmed, but the images do appear to be consistent with tissue pushout.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. While a definitive root cause was not established, clinical development engineer (cde) review of the images confirmed that the incident was consistent with a tissue pushout event. Tissue pushout events are commonly attributed to stapling across an existing staple line. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.